Event description:
It was reported that during a hemorrhoid procedure, the device would not staple and would not cut. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
One device arrived in good visual condition with the breakaway washer with an off-center cut. It appears possible that the anvil was pushed far enough off center, to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. As stated in the instructional insert, "ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage." The device was reloaded with staples, a new washer was placed in the device and the device was tested for functionality, it fired and formed all the staples as well as completely cutting the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.